Event description:
Reporter alleged obtaining a discrepant blood glucose value of 334 mg/dl, 174 mg/dl back to back with a result of 154 mg/dl when testing was performed within 10 mins on the advantage system. Reporter stated that at a different time and on another day, other results of 596 mg/dl, 169 mg/dl, and 106 mg/dl were performed back to back within 10 mins on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.